Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jul-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jul-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient doesn't feel like she is getting any relief from stim. Usage was at 98% compared to 47% usage at last visit. Pt states approximately the last 30 days she is having new pain in her legs and feet along with swelling. Pt is also complaining of pain to the right side of the spine next to the incision site and she says it feels like a ball/cyst. Cs tested up and down leads and was only able to get left rib stim on both. Leads. Impedance check wnl. Pt to get x-ray per dr beck pt denies falls or anything else that would cause movement. Additional information was reported that the cause of the patient not getting any relief from their stimulation was unknown. The patient denies any falls or any other accidents. The patient was reprogrammed, but is only getting stimulation their left side and in her ribs on both leads. The manufacturing representative (rep) was able to reprogram at the bottom of 0-7 lead and get it in the low back and legs with very little rib stimulation. It's unknown if the event has been resolved. Additional information from the rep indicated that the patient had a lead revision moving lead 0 to 7 and I'm planning a new lead to the right of lead eight through 15 to get more right coverage as patient states her right low back and hip are her worst areas of pain. Pt battery was also moved up per pt request.